Event description:
As reported, in 2007, this patient was implanted with a gore tag thoracic endoprostheses. A reintervention took place in 2008, using additional gore tag thoracic endoprostheses. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.